Event description:
Patient received a motorized scooter for his wife on feb 25th. Patient's wife suffers from osteoporosis and has been using motorized devices to aid in her mobility for about four years. This new device was purchase because the old device had battery/power issues. The day the couple received the scooter they did a test drive in their driveway. When the device came to complete stop after being in motion, they noticed that the scooter rolled back a few feet. This abrupt stop caused the patient's wife to abruptly jerk back in her seat. The next day, the husband was a little cautious of the scooter and decided to continue to test drive the device on his own. He rides the scooter up and down his driveway. He drives over a slight elevation in the pavement and makes a turn and the entire scooter rears back and flips 180 degrees. Patient is ejected from the device and falls. He braces his fall on his elbow & legs where he gets a contusion on both. The elbow is actively bleeding for a few minutes, and his thigh gets a bruise. He can't get up and waits for help from a bystander to life the scooter off his leg. The patient feels the scooter has a failed safety mechanism. The scooter has two small wheels towards the back that are supposed to brace the shift in weight and prevent the scooter from tipping over. Neither one of the wheels spins and are not bracing for impact. Patient did not seek medical attention and was able to nurse his own injuries.